Manufacturer narrative:
Block b3: exact date unknown, event occurred january of 2022. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 7090672/7090638.

Event description:
It was reported that the patient had inadequate pain relief, and the ipg was too shallow and was causing pain. The patient underwent an explant procedure wherein all device components were removed. The explanted devices were kept by the medical facility.